Manufacturer narrative:
Correction: per the clinic, it was reported that the patient is not a cochlear recipient. This report is submitted on march 22, 2017.

Manufacturer narrative:
Patient identifier, device and initial implantation details unavailable at the time of this report. (B)(4).

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with oral and topical antibiotics (date and duration not reported). The implanted device remains.